Event description:
Follow-up revealed surgical intervention was under taken to explant and replace the lead which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was experiencing overstimulation. As a result, the patient turned off stimulation and resumed therapy a few days later but was unable to receive stimulation. An sjm representative met with the patient for troubleshooting and identified low and high impedance measurements. Reprogramming did not provide resolution. X-rays were taken and confirmed lead migration. In turn, surgical intervention will be taken at a later date.